Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient expected the implantable neurostimulator (ins) batteries to last longer than, less than two years. It was noted that the devices did not reach their end of life (eol) as they were replaced proactively when they reached a "certain voltage level" so the patient did not loose therapy. It is unknown when the issue began occurring. There was no known impact or consequence to the patient. Please see report number 3004209178-2016-19928.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.